Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and the tip was found to be broken. A piece measuring approximately 5.09 mm x 2.98 mm in size was found to be broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair procedure, the mega suturecut needle driver instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: the surgeon was attempting to sew the umbilical defect when the fragment from the mega suturecut needle driver instrument broke off and fell inside the patient. It was believed to occur while trying to grasp the suture. The fragment was retrieved with another robotic instrument and confirmed to be retrieved by two nurses fitting the broken pieces together. No additional surgical procedure was required. Per the surgeon no post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically with a back-up mega suturecut needle driver instrument. There was no injury to the patient. Additional patient information: body mass index (bmi): 30.7 kg; height: 5ft 6 inches